Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump did not alarm low reservoir when necessary. The blood glucose reading was 586 mg/dl, which was treated with a bolus. The customer stated that she also had issues with the battery. She reported that the insulin pump alarmed no delivery, showing that she had received 7 units out of a 19 unit bolus. After treatment, the blood glucose reading was 444 mg/dl. She stated that she received an empty reservoir alarm. She reattached the insulin pump and delivered a 10 unit bolus successfully during troubleshooting. Because the location of the occlusion could not be detected, she requested replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.